Event description:
An aus device was implanted on 1/26/93. The cuff was revised on 6/10/97. A revision surgery was performed on 7/23/97 due to fluid loss-insufficient balloon filling resulting from cuff leakage from previous revision-added fluid.